Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly. There was moisture damage on the motor and battery tube assembly. They were unable to verify the battery out limit and no button response due to blank display. (B)(4).

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 150 mg/dl at the time of incident. The customer stated that the pump was submerged in water. The customer stated that the pump alarmed battery out limit and none of the buttons worked. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.